Event description:
A positive advia centaur xp (B)(6) pt result was obtained on initial and repeat testing and reported by the customer as reactive. The customer performed (B)(6) confirmatory testing and the result was invalid. The customer respun the pt sample and performed repeat (B)(6) and confirmatory testing. The results were the same. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the confirmed reported (B)(6) positive result.

Manufacturer narrative:
The cause for the pt positive (B)(6) and invalid confirmatory test result is unk. The customer was not following the IFU interpretation of results when reporting the reactive (B)(6) test result with an invalid confirmatory test result. The (B)(6) IFU states: "after repeat testing, if at least two of the three results are reactive, the sample is considered repeat reactive for the presence of (B)(6) . If a repeatedly reactive result is confirmed by supplemental tests, such as advia centaur (B)(6) confirmatory assay the sample is positive for (B)(6) ". No further eval of this device is required.